Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light for about 30 seconds.

Manufacturer narrative:
Alleged failure: loss of light confirmed failure: upgrade main board probable root cause: light engine malfunction main board, receptacle board, or front board malfunction damaged or missing esst spring incorrect/no communication with 1688 overheating power supply malfunction software malfunction hf/rf interference the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light for about 30 seconds.